Event description:
It was reported that the patient experienced recurring incontinence because the artificial urinary sphincter (aus) was not coapting the urethra, the urethra had atrophied. The patient underwent a replacement surgery and all components were removed and replaced with a new aus. The procedure was successfully completed and there were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.